Manufacturer narrative:
The returned device was evaluated and a bend was noted on the exposed portion of the soft cannula. It is unclear when the bend occurred. During the fluid path test, fluid was able to flow passed the bend and out of the distal tip of the soft cannula. No other defects or deficiencies were found during the investigation.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 20 mmol/l (360 mg/dl) with ketones of 0.1, while wearing the pod between 24 and 36 hours on the leg. Multiple corrections were administered using the pod but the patient¿s bg levels only decreased to 19 and 17 mmol/l (342 and 306 mg/dl). The pod was removed and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.